Event description:
It was reported that pump malfunction occurred with malfunction code displayed, and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised continuing using pump and to call back if any malfunction returned, which customer acknowledged and understood.